Manufacturer narrative:
The device was returned to zoll medical corporation. During disassembly of the device to determine root cause, the technician observed physical damages consistent with mishandling. A system interconnection cable was found to be disconnected. A visual inspection found evidence of external and internal damages. The cable was reseated, the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.